Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that, during setup, the user found that the magnet had fallen out of the pump cover and could not be located. There was no patient involvement. To resolve the issue, a replacement pump cover has been provided to the customer. No product was returned to sorin group (B)(4) for investigation. This issue is a known issue and is addressed by CAPA (B)(4). A review of the DHR could not identify any concessions, deviations or nonconformities relevant to the reported failure. A CAPA ((B)(4)) has been opened to address this issue and change order (B)(4) to change the mold has already been implemented as a correction.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that, during set up, the user found that the magnet had fallen out of the pump cover and could not be located. There was no pt involvement. When the investigation is complete, a f/u report will be submitted.

Event description:
Sorin group received a report that, during setup, the user found that the magnet had fallen out of the pump cover and could not be located. There was no pt involvement.